Event description:
On (B)(6) 2026, a patient (pt) reported a diagnosis of ¿pink eye¿ occurring on (B)(6) 2026 while wearing an acuvue® oasys max 1-day multifocal for astigmatism brand contact lens (cl) in the right eye (od). The pt experienced eye discharge, redness, and itching associated with one od trial cl. The pt sought care from a primary care physician (pcp) and was prescribed ciprofloxacin ophthalmic drops, 2 drops every 4 hours (q4h). The pt reported using the medication for approximately one week and additionally changed make-up and contact lens case. The pt indicated that the cls were stored at the end of the day in a case with solution while establishing a routine and denied reuse of the lenses. On 03jun2026, additional information was obtained from a representative at the pt¿s pcp office. The pt¿s medical records indicated that the pt was seen on 14apr2026 and diagnosed with acute bacterial conjunctivitis in the od. Clinical findings included eye discharge, redness, swelling, pink sclera, and inflamed conjunctiva. The pt was prescribed ciprofloxacin ophthalmic drops, 2 drops q4h for 5 days. No cultures were obtained, and no follow-up visit was documented. No additional information has been received. No additional information is expected. The event date will be reported as 01apr2026 as the exact event date is unknown. The od lot number is unknown. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.